Manufacturer narrative:
Final analysis found that the pulse generator exhibited loss of telemetry and could not be interrogated. This was due to a rf module anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator could not be interrogated in the box. The device was not used.